Event description:
It has been reported the device may not be recognizing batteries.

Manufacturer narrative:
Previously reported on (B)(4) with MDR# 3030677-2020-01798. Device has not been returned for investigation. If and when it is, the investigation will take place on (B)(4) with MDR# 3030677-2020-01798.